Manufacturer narrative:
(B)(4): added another applicable component: product ID 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4), product type: recharger. Analysis of the recharger, serial # (B)(4), found no significant anomaly. [Refer to manufacturer report 2182208-2018-00355 for details pertaining to the reportable related event.] If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that rep met with the patient on (B)(6) 2018 and impedances showed 0-7 sides of lead all over 10k ohms and some of those contacts were being used in programming. Rep said patient has had multiple falls in the last weeks or months and they associated the recharging issue with their last fall. Rep attempted reprogramming on the other half of the lead but was not able to get appropriate coverage. Rep offered to continue reprogramming but patient opted to be referred to neurosurgeon for consult for revision. Appointment is scheduled for (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID 37754 lot# serial# (B)(6) product type recharger product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was replaced because one of the wires 'shredded' inside of her in 2018. No further complications were reported.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-oct-01 reporting that the lead from t8 to the battery in the hip had the coating shattered. The stimulator was turned off until the lead was replaced on (B)(6). No further complications were reported.